Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the broken probe. The device was evaluated using olympus¿ test equipment. A visual inspection was performed and found the teflon pad had normal wear, no metal exposed; foreign object was noted on the edge of the jaw. The distal end of the device was inspected and found the probe unit was detached; the returned broken portion measured at 20 mm; also scrape marks on the probe unit were observed. The portion of the probe unit still intact with the device was inspected under a microscope and white remains were noted from the teflon pad on the edge facing the teflon pad; there is also indication of scuff marks right at the breaking point. Heavy indentation on the surface of the teflon pad at various locations and dents on the shaft were also noted. The root cause for the broken probe unit is most likely due to the probe coming into contact with a hard or metallic surface during activation and/or excessive force applied. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." Additionally, the generator produces an error warning to perform a probe check (u504) in an effort to prevent probe breakage from occurring. If the user ignores this error code and continues to use the device, there is a high likelihood of the probe breaking.

Event description:
Olympus was informed that the probe of the thunderbeat broke off during an open pelvic reconstruction outside the patient. The device was used with no errors or issues. They replaced the probe with another and finished the case. No device fragment fell inside the patient. There was no patient injury.